Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks due to atrial fibrillation (af) with rapid ventricular response. At this time, no adverse patient effects have been reported. This product remains in-service. Additional information was received, that this device delivered three anti-tachycardia pacing (atp) and two shocks. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and two electric shocks due to atrial fibrillation (af) with rapid ventricular response. At this time, no adverse patient effects have been reported. This product remains in-service.